Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted to the hospital for unrelated reasons to the ICD. Long pauses on telemetry were observed. Oversensing was noted when lowering the patient's adjustable bed. It was suspected that a short in the bed is causing electrical noise and oversensing. The device was reprogrammed.